Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a trial procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-05546] the patient experienced a csf leak. The patient experienced headaches, and as a result the leads were explanted and (B)(6) 2025. The patient's symptoms have since resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.